Event description:
The pt received his scs system on (B)(6) 2007. It was reported that the pt had lost stimulation. Pt has a history of intractable lower extremity and back pain. Investigation indicated a lead fracture. The physician explanted and replaced the lead. The explanted product was retained by the facility and will not be returned to the MFR. Pt reported adequate coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.